Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hypoglycemia event on (B)(6) 2026 when the patient was walking. The blood glucose level was low at the time of the event and was treated with food for carbs loading. No further information available.